Event description:
Case description: investigational results. Name of the suspect product: novopen 4. Batch number of the suspect product: evg6148. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: novorapid penfill 3.0 ml. Batch number of the suspect product: rr729d9. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: tresiba penfill. Batch number of suspect product: rs6nb73. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information investigational results added for the suspects novopen 4, novorapid penfill 3.0 ml and tresiba penfill is nonreportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted follow up information further investigation field comment was added imdrf codes b, c, d, g were added. Narrative updated accordingly. Final manufacturer comment: 31-oct-2025: the suspected device novopen 4 was not returned to novo nordisk for evaluation. Analysis of the reference sample did not reveal any abnormalities associated with the reported issue. A review of the batch documentation indicated no deviations from standard parameters. Due to the limited information available regarding the handling of the suspected device, it is not possible to determine a definitive root cause relating to novopen 4 functionality. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill and tresiba penfill. H3 continued: evaluation summary: name of the suspect product: novopen 4. Batch number of the suspect product: evg6148. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Acidosis (diabetic) [diabetic ketoacidosis], hyperglycemia [hyperglycaemia], hypoglycemia [hypoglycaemia], penfill holder of np4 is broken [device breakage], uses syringe with the penfills now due to the pen issue (medication error), [wrong technique in product usage process]. Case description: study ID: (B)(4) novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 162 cm. Patient's weight was reported to be 63-65 kgs, bmi was not reported. This serious solicited report from egypt was reported by a consumer as "acidosis (diabetic)(diabetic acidosis)" beginning on (B)(6) 2025 , "hyperglycemia (hyperglycemia)" beginning on (B)(6) 2025, "hypoglycemia (hypoglycemia)" beginning on (B)(6) 2025, "penfill holder of np4 is broken (device breakage)" with an unspecified onset date , "uses syringe with the penfills now due to the pen issue (medication error), (inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a 19 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetic", tresiba penfill (insulin degludec 100 u/ml) from unknown start date and ongoing for "type 1 diabetic". Dosage regimens: novopen 4: novorapid penfill: tresiba penfill: regimen1: 55 iu, qd (night); regimen 2: 55 iu, qd (morning). Current condition: type 1 diabetic (from 9 years), stomach. Concomitant medications included - controloc (pantoprazole sodium sesquihydrate), thiotacid (thioctic acid). On an unknown date penfill holder of novopen 4 was broken. On (B)(6) 2025 patient experienced hyperglycemia, hypoglycemia, diabetic acidosis, decreased k (blood potassium) and decreased minerals, due to which patient was hospitalised on the same day on (B)(6) 2025) and hospitalisation was reported to be ongoing for taking iron solution. On (B)(6) 2025 patient's random blood glucose (blood glucose) was 116 mg/dl and from an unknown date in 2025, hba1c (glycosylated haemoglobin) was 8.8 % from 3 months. From an unknown date, patient used syringe with the penfills due to the technical issue reported, however it was reported that tresiba was not used with syringe. Batch numbers: novopen 4: novorapid penfill: rr729d9. Tresiba penfill: rs6nb73, rs6nb73. Action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "acidosis (diabetic) (diabetic acidosis)" was not recovered. The outcome for the event "hyperglycemia (hyperglycemia)" was not recovered. The outcome for the event "hypoglycemia (hypoglycemia)" was not recovered. The outcome for the event "penfill holder of np4 is broken (device breakage)" was not reported. The outcome for the event "uses syringe with the penfills now due to the pen issue (medication error), (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4). Acidosis (diabetic) (diabetic acidosis): unknown. Hyperglycemia(hyperglycemia): unknown. Hypoglycemia(hypoglycemia): unknown. Penfill holder of np4 is broken (device breakage): unknown. Uses syringe with the penfills now due to the pen issue (medication error). (Inappropriate drug extraction with syringe): unknown. Company's causality (novopen 4). Acidosis (diabetic) (diabetic acidosis): possible. Hyperglycemia(hyperglycemia): possible. Hypoglycemia(hypoglycemia): possible. Penfill holder of np4 is broken (device breakage): possible. Uses syringe with the penfills now due to the pen issue (medication error). (Inappropriate drug extraction with syringe): possible. Reporter's causality (novorapid penfill). Acidosis (diabetic) (diabetic acidosis): unknown. Hyperglycemia(hyperglycemia): unknown. Hypoglycemia(hypoglycemia): unknown. Penfill holder of np4 is broken (device breakage): unknown. Uses syringe with the penfills now due to the pen issue (medication error). (Inappropriate drug extraction with syringe): unknown. Company's causality (novorapid penfill). Acidosis (diabetic) (diabetic acidosis): possible. Hyperglycemia(hyperglycemia): possible. Hypoglycemia(hypoglycemia): possible. Penfill holder of np4 is broken (device breakage): possible. Uses syringe with the penfills now due to the pen issue (medication error). (Inappropriate drug extraction with syringe): possible. Reporter's causality (tresiba penfill). Acidosis (diabetic) (diabetic acidosis): unknown. Hyperglycemia(hyperglycemia): unknown. Hypoglycemia(hypoglycemia): unknown. Penfill holder of np4 is broken (device breakage): unknown. Uses syringe with the penfills now due to the pen issue (medication error). (Inappropriate drug extraction with syringe): unknown. Company's causality (tresiba penfill). Acidosis (diabetic) (diabetic acidosis): possible. Hyperglycemia(hyperglycemia): possible. Hypoglycemia(hypoglycemia): possible. Penfill holder of np4 is broken (device breakage): possible. Uses syringe with the penfills now due to the pen issue (medication error). (Inappropriate drug extraction with syringe): possible.